Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the model number of the lead was 977a2 and 3777. It was unknown what the circumstances were that led to the reported issue and the cause of the high impedance was not determined.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID: neu_unknown_lead, (serial: unknown); product type: 0200-lead; implant date: unknown ; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient experienced an ongoing impedance issue since 2023 and was unable to access desired settings with the patient controller. Electrode impedance measurements were conducted, revealing values of 40k ohms for electrode 4, 600 ohms for electrode 3, 4460 ohms for electrode 9, and 510 ohms for electrode 12, with elevated readings noted on the tablet. The patient was initially programmed with two settings: the first using electrodes 0-1-2 5+ 6+ 7+ at 500usec, 150hz, 2.1 ma, and the second using 8+10-11- at 340usec, 150hz, 3.7 ma. However, electrode 3 showed 3850 ohms, which prevented the desired settings from being available. The caller then programmed the patient to use 10-11- and 13+ at 300usec, 150hz, 2.1 ma, which provided the needed stimulation and allowed the patient to adjust stimulation as required. No patient complications have been reported as a result of this event.